Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. The cause of the reported connection issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set fell off which led to peritonitis. Dianeal therapies were ongoing. The patient did not require hospitalization. Two days later, the patient began treatment with vancomycin (intraperitoneally, dose, frequency, duration not reported) and gentamycin (intraperitoneally, dose, frequency, duration not reported) for peritonitis. The gentamycin treatment was discontinued on an unknown date when the results of the peritoneal culture came back. At the time of this report, the peritonitis was ongoing and improved and the patient remains on vancomycin treatment. No additional information is available.